Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results of 51 mg/dl and 53 mg/dl compared to readings of "over 100" mg/dl obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and self-treated with humalin 70/30. There was no report of death or permanent impairment associated with this event.